Event description:
Evaluation summary : the device was returned for analysis. Patency of the wire lumen could not be checked as the device returned with a 0.015¿¿ mandrel stuck in the inner lumen. There were no kinks located on the delivery system. The distal section of the stent was moved distally on the delivery system and not positioned on the balloon between the marker bands. The middle section of the stent has raised, stretched and misaligned struts. There was evidence of crimp impressions on the balloon, where the stent was stretched. Between the middle and proximal sections of the stent there was evidence of slightly raised struts.

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent in treatment of a lesion in the rca. The lesion exhibited 85% stenosis, normal tortuosity and normal calcification . The endeavor resolute was inspected and prepped prior to use with no issues noted. It is reported that during attempted positioning the endeavor resolute stent couldn¿t pass the lesion. The stent was pulled back and it was then noted that struts of the stent were turned up. It was reported that the physician believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient complications reported. The procedure was completed with another same size and brand stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ( failure to deliver the stent and stent deformation). Patient condition affected effectiveness of the device (lesion morphology). No results available since no evaluation performed ( device or procedural images not provided for review). Evaluation conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure related to patient condition (lesion morphology). Unable to confirm complaint ( device or procedural images not provided for review). (B)(4).